Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that two years, nine months post implant of this 16 mm bioprosthetic pulmonary valved conduit, an echocardiogram showed an irregular, narrowed proximal right ventricle to pulmonary artery (rv-pa) conduit with moderate stenosis and a peak gradient measuring 40 mmhg. An x-ray also showed significant calcification at the proximal portion of the conduit. An echocardiogram conducted three years, three months post-implant showed moderate conduit gradient of about 40 mmhg. The conduit stenosis appears to begin at the proximal anastomotic site. Another echocardiogram was performed three years, nine months post-implant showed a moderate to severe degree of conduit stenosis with a peak gradient of 55 mmhg. At this time, the physician noted that the patient's symptoms included shortness of breath. Three years, ten months post-implant, cardiac catheterization demonstrated that the proximal portion of this conduit was severely stenosed with multiple incongruencies, and the conduit was calcified along its entire length. Interventions included balloon angioplasty of this valved conduit and implantation of two 26 mm stents into the proximal conduit which was dilated with a 16 mm balloon. The patient tolerated the procedure well and was much more energetic. Follow-up conducted five years, one month post-implant showed the patient had conduit stenosis. An echocardiogram performed on six years, three months post-implant showed moderate pulmonary stenosis with a peak gradient of 39 mmhg. An echocardiogram performed six years, seven months post-implant again demonstrated moderate pulmonary stenosis, with a peak gradient measuring 46mmhg. An echocardiogram performed on seven years, three months post-implant showed that the proximal conduit appeared to be irregular and stenotic with a peak gradient of 76 mmhg and a mean gradient of 36 mmhg into the proximal conduit. The physician noted the patient had re-developed severe conduit stenosis and was considering replacement of this conduit. Seven years, four months post-implant, cardiac catheterization showed that this conduit was severely calcified and had an area of discrete stenosis proximally to the previously placed stents. There was at least moderate conduit insufficiency. Intervention included proximal conduit stenting with a 36 mm stent. An echocardiogram per formed on seven years, five months post-implant showed stent in place in the pulmonic position with mild stenosis, mild insufficiency and a peak gradient of 28 mmhg. Seven years, eleven months post-implant, the patient presented with mild to moderate conduit obstruction, with peak gradients of 40 mmhg, mean gradients of 20 mmhg, and mild to moderate insufficiency. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to calcification and pannus. Added weight to field added explant date to field as this was inadvertently left off the last follow-up report. If information is provided in the future, a supplemental report will be issued.